Event description:
It was reported that the indeflator was used successfully during balloon inflation; however as soon as deflation was attempted, the indeflator handle separated from the rest of the device. The balloon was able to be successfully deflated and it was removed. A new indeflator was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation. Based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.